Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: investigation summary: with all the available information, boston scientific corporation concludes that the reported event of "no visualization" cannot be established due to insufficient evidence. The product was not returned for analysis, preventing confirmation of any device defect. Additionally, without the ability to evaluate the device, the most probable causes contributing to the event remain unknown. Device technical analysis: the complaint device was not returned to boston scientific; therefore, a technical product analysis could not be performed. Risk review: a risk review performed for the spyscope ds ii device confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information available, the most probable cause is "unable to exclude device problem".

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During procedure, the spyscope would not turn on. Attempts to resolve the problem by unplugging and reconnecting the device were unsuccessful. The procedure was not completed as there was no other device available. There was no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.